Event description:
Allegedly, the patient was suffering from flexion contracture/allergic reaction to the material (right). (B)(4). Additional information received 01/12/2018. Subject was previously diagnosed with flexion contracture and allergic reaction to materials. Subject was seen in ore-operative unit for assessment, then had surgery and revised components on (B)(6) 2017. Tibial component was retained. Vancomycin was used in cement. Subject was discharged on (B)(6) 2017.

Manufacturer narrative:
After the initial report it was determined that this report is a duplicate of MDR #3010536692-2018-00104. Please void the initial report.